Event description:
Information received indicates the head of stretcher will rise fully but will only lower half way.

Manufacturer narrative:
The technician replaced the gas spring assembly to repair the stretcher.